Event description:
Report received of an inability to deliver medication through the clave port. During an unspecified out-pt procedure, the customer reported that the clave port was accessed to deliver an unspecified amount of versed, IV push. The clave port was again accessed to deliver an unspecified amount of demerol, IV push. After the procedure was completed, the recovery room nurse was unable to access the same clave port to flush with an unspecified amount of normal saline. The nurse noted that, "the nurse disconnected the tubing set from the pt, and flushed the pt saline lock. There was reported adverse pt effects. No medical interventions were required. Though requested no add'l info was provided.